Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 29. On (B)(6) 2024, fracture of the implant was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.